Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 85% to 5% after being connected to a power source. The customer's blood glucose was 180 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.